Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge would ¿snap back out¿ after being inserted into the pump. Customer¿s blood glucose level was 100-150 mg/dl. The customer continued to use their pump to resume insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.